Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error e226 and e216. A root cause could not be identified. Based on the results of the investigation, it is likely: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had scope error e237. The issue was identified during device inspection for use. There was no patient involvement.